Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had experienced low blood glucose as low as 30 mg/dl, but didn't recall the exact blood glucose level. Currently her blood glucose was 90 mg/dl. She treated her low blood glucose with glucose tabs or candy. Customer stated she has had issues with low blood glucose for over a month. Troubleshooting was performed on the insulin pump and no anomalies were noted. Customer stated her basal rates were changed the last time she went to the doctor in (B)(6). Her doctor advised her to call in to ensure the device was working properly. Customer stated she does not use the bolus wizard in the device and just treats on her own. The customer was advised to monitor the device and call back if any issues occurred.